Event description:
It was reported that during a lap cholecystectomy procedure, the port was leaking gas. Manually closed the valve. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.